Manufacturer narrative:
B:5 additional information received: it was reported per the physician, the first navion device was successfully deployed, the second device was positioned with appropriate overlap and upon deployment the first few stents opened out fully but then the distal portion of the graft did not open out and was very constrained. The decision was made to balloon the distal component in order to get it to open. There was no movement felt during the ballooning and does not feel that this was the cause of the graft movement. Intervention was performed to resolve the event using a non mdt stent, no additional clinical sequelae were reported and the patient is fine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported inaccurate delivery event was confirmed on the film provided; however the cause of the event could not be determined. P re-implant CT¿s did not provide any anatomical reason that could contribute to the reported event. Angiogram images showing deployment of the second navion device or of the process of ballooning of the narrowed area were not received for analysis. It is possible that an anatomical feature such as narrowing of the aortic true lumen along the dissection may have led to the partial opening and narrowed od of the distal two stents of the second navion stent graft device. It appears that ballooning of the stent graft contributed to the movement of the device distally. It is unknown if the balloon was moved while fully expanded within the stent graft; this may have been a factor in the inaccurate delivery. Analysis of the returned films did not reveal any other obvious issues that could explain the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a unknown sized thoracic dissection. It was reported that during the index procedure, vnmf3434c174te deployed proximally up to the lcc (left common carotid artery. Then the vnmc3434c90te stent graft was positioned distally. As per the physician the vnmc3434c90te moved back after deployment despite having minimum overlap. The two components (stent grafts) then became separated. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.